Event description:
The customer requested information regarding ausab quantitation panel letter. The account asked how current and previous test results should be evaluated. The customer was instructed to follow their laboratory procedures. There is not report of incorrect patient results.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.